Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Continued concomitant therapies (d10): hydrocodone-acetaminophen 5 mg-325 mg tablet, mirena 20 mcg/ 24 intrauterine device, singulair 10 mg tablet - start date 11march2022 device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed on the device additional, changed, and/or corrected data: a2, a5a, a6, b5, b7, d9, d10, h3, h6.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV. Device has been explanted and replaced.